Event description:
A hospital facility nurse reported to fresenius customer service on (B)(6) 2021 that an unspecified fluid leak occurred during an unknown phase of peritoneal dialysis (pd) treatment. The location of the leak was unknown. Upon follow up conducted on (B)(6) 2021, the facility nurse could not confirm the reported event stating that they have not been made aware of the event and furthermore did not recognize the initial reporter. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Type of investigation, h10 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. No lots were found in the search for shipped orders. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A hospital facility nurse reported to fresenius customer service on (B)(6) 2021 that an unspecified fluid leak occurred during an unknown phase of peritoneal dialysis (pd) treatment. The location of the leak was unknown. Upon follow up conducted on 10/18/2021, the facility nurse could not confirm the reported event stating that they have not been made aware of the event and furthermore did not recognize the initial reporter. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hospital facility nurse reported to fresenius customer service on (B)(6)2021 that an unspecified fluid leak occurred during an unknown phase of peritoneal dialysis (pd) treatment. The location of the leak was unknown. Upon follow up conducted on (B)(6) 2021, the facility nurse could not confirm the reported event stating that they have not been made aware of the event and furthermore did not recognize the initial reporter. Additional information was requested, however to date has not been provided.